Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for myocarditis. It was reported the patient¿s hematuria and ldh levels increase, hb decrease and free hemoglobin increase after three days of being on impella support. Hematuria was confirmed visually and with pfhg reading. The patient was administered mannitol, adenine, and phosphate (map) and haptoglobin and the position of impella was adjusted. By adjusting the position and lowering the auxiliary level the issue was resolved. No further information was provided.